Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion test. There was no motor error alarm on the insulin pump. The device was unable to prime during priming test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call motor error alarm and prime anomaly. Customer's blood glucose level was 191 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised to retrieve their insulin pump settings. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.